Event description:
It was reported that during a stent assisted embolization procedure in the basilar artery was performed. During the procedure resistance encountered re-crossing the subject stent the microcatheter looked like possibly pushing/snagged on the subject stent then jumped perhaps displacing the tine or maybe breaking a row. It was reported that the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is doing ¿amazing¿ per physician. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There is a single image available which suggests that one of the stent marker bands was displaced from the stent but this is based on a single image and angle. There were no additional images available from the procedure despite several requests for same. Additional information received indicates that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'it looks like a distal tine on the atlas was left behind. He mentioned the sl10 looked like it was possibly pushing/snagged on it then jumped perhaps displacing the tine or maybe breaking a row? He did not know how to describe what mechanically happened in the deployment to have it seem so far back'. In the follow-up process it was reported that for the microcatheter, 'resistance encountered recrossing the stent'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a stent assisted embolization procedure in the basilar artery was performed. During the procedure resistance encountered re-crossing the subject stent the microcatheter looked like possibly pushing/snagged on the subject stent then jumped perhaps displacing the tine or maybe breaking a row. It was reported that the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is doing ¿amazing¿ per physician. No further information is available.